Manufacturer narrative:
One ev1000a platform system was returned for product evaluation. The evaluation found that the panel did freeze during the boot up cycle and it froze while running in the demo mode. For additional testing, the system was left to run overnight and it was found that it performed normally and did not freeze. The panel was moved and jarred and it froze during the test. A software related issue is eliminated as the root cause as physical movement is indicative of a hardware related issue. Also, it is not a software issue as rebooting did not solve the issue. This is not the result of cable display seating issues as the result would be a blank or distorted display. The primary root cause is a defective pc board component. The manufacturing date of the system is august 2012 and the recommended shelf life is five years. The system is approaching five years in the field. A contributing cause can be expected wear over normal use of the product. The manufacturer for the ev1000 monitor has been transferred to another supplier; therefore, there is no corrective action recommended at this time. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was confirmed by evaluation. The issue will continue to be monitored as part of the monthly management review process. There is no further action that will be taken at this time.

Manufacturer narrative:
The ev1000 system has been returned for analysis; however, the evaluation has not been completed. Upon completion, a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that while the ev1000a platform system was monitoring a patient that the panel screen froze on the waveform display. This was immediately noticed by the clinicians. The suspect ev1000a system was removed and exchanged for another ev1000 system and there were no further issues reported. There was no patient injury. The patient demographics were requested but unable to be obtained.